Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be completed, once the investigation results are available. It should be noted that the last lot of strips manufactured for exac tech/ rsg expired on 03/31/2004.

Event description:
Customer was unable to purchase strips for her exac tech/rsg meter. Customer experienced dizziness and went to the doctor where she was diagnosed with dka. The treatment to stabilize blood sugar is unk. There was no report of death or permanent impairment associated with this event.